Event description:
11/14/2023 - the consumer claims she rolled over on the device and burned her back. Medical attention was received.

Manufacturer narrative:
11/16/2023 - we have requested the device be returned to the manufacturer for an investigation. To date, we have not received the device.